Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) in which the existing reservoir was removed and replaced with a new one due to the patient being "uncomfortable". No information was provided about the patient's outcome.